Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 introduction of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28mar2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from an unknown cause. No autopsy was performed. The device reportedly operated as intended.